Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. All of the buttons had an intermittent response and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
: The pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings: the display screen was dim and discolored. The lens was scratched but readable. All of the buttons on the keypad had an intermittent response, but there was no damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Initial reporter: (B)(6).